Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose was 109 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source and the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.